Event description:
According to the reporter: during a wedge/segmental resection, on the seventh firing, they connected the reload to the adapter and checked the jaws but they would not close. They removed the adapter from the handle and the display screen showed the indicator to insert the power handle into the power shell. The case was completed by using a manual handle with the same reload. No patient injury.